Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to the atrial flutter intermittently blanked and the device fell into the incorrect rate branch. A programming change was made to the post ventricular atrial blanking setting. The patient condition is stable.